Event description:
Complainant alleged that the medics were responding to a call for a patient who was in their sixties, and who was in a full cardiac arrest condition. The patient was defibrillated once at 200 joules. The patient was then transported to the hospital. Upon arrival at the hospital, the medics observed that there was no ECG trace displayed on the device screen, and that there was a "poor pad contact" message displayed on the device screen with dash lines. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the used electrodes were inadvertently discarded subsequent to the event.